Manufacturer narrative:
Evaluation of the xenon lightsource (00mlx) was not performed as the device was not returned to the manufacturer. The device history record (DHR) was not reviewed as the reported complaint of unable to switch on, fuses blown has been addressed by internal quality plan and is not related to a manufacturing non-conformance. As an interim solution, integra can replace components of the mlx lighting units to restore functionality should the customer later return the device. The quality plan was opened by integra-tullamore to investigate mlx power and lamp failures. Root causes were determined, and corrective actions have been implemented. At present, we consider this complaint to be closed. Trends will be monitored for this and similar issues.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was unable to be switched on. Fuses were blown every time the on/off button was pressed. It is unknown under what circumstance this event occurred; however, no injury or surgical delay has been reported.